Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuos and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks on the hypotube at 5.5cm and 58cm from the hub. Microscopic examination revealed a pinhole in the balloon approximately 10mm from the tip. There is contrast present in the inflation lumen. There is blood present in the balloon and guidewire lumen. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in the moderately tortuos and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.